Event description:
It was reported that during a therapeutic bladder stone laser procedure, the first fiber tip melted within 30 seconds, and the second fiber lasted 180 seconds. There was a smell of burning plastic while the laser was used. The user had a burn back on the fiber, causing the tip to disappear and the blue covering to break off. The procedure was completed using a similar device. There was no procedural delay and no harm to the patient.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.